Event description:
It was reported that the customer received a button error alarm on the insulin pump several times despite resetting the insulin pump. The customer stated that the act button was difficult to press. The customer's blood glucose was 146 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm aside from the insulin pump being in the bathroom while she was taking a shower, which the customer normally does. The customer also stated that she was at the beach, but it was warm and not humid at the time. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened act button dome switch. The insulin pump was received with a cracked case at a display window corner and a cracked reservoir tube lip.